Manufacturer narrative:
Additional information: model/lot # and device manufacture date.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken antenna coil. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed the mechanical test performed. This is an interim report. .

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken antenna coil. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connection on some pins. The impedance measurement across this connection did not reveal any increased impedance. This device had broken antenna coil wires. A CAPA was implemented. In addition, this device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Capas were implemented. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing no lock with internal device and external equipment. External equipment was exchanged, however, this did not resolve the issue. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.